Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. The drainage tube had a malfunction. Currently no more information is available. However, probably the same phenomenon that it was difficult to remove the tube, and the distal flaps detached occurred in the past. The exact device was still unclear. In addition, it currently remains unclear how many events occurred. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The exact model name and the lot number of the subject device is unknown. As a result of checking the manufacturing record of pbd-421 series for the past two years from the event date, it was found no irregularities. The 5m results over the last two years indicated that there were no product changes. The incoming inspection results indicated that there were no irregularities in the connection strength of the side flap. Previous similar cases have shown that the side flaps possibly deteriorated due to digestive fluid or internal environment of the patient. The side flaps might have deteriorated due to the chemical effects of digestive fluid and the mechanical effects of peristalsis, causing the side flap damage. However, the subject device was not delivered for investigation. Therefore, the exact cause of the reported event could not be identified. The above device handling has warned in the instruction manual.